Event description:
It was reported that during an intubation performed on (B)(6) 2025, interference green with black screen showed on the screen, once the monitor rebooted the battery icon went from saying 100% to 0% an flashing red. After the reboot towards the last stage of the case where they are securing the airway, the patient was crashing.

Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).